Event description:
It was reported the patient's blood glucose level (bg) rose to 300 mg/dl. The pod reportedly came out of the infusion site due to sweat and itchy skin and when the patient was showering causing the cannula to dislodge. As treatment, the patient delivered a correction bolus of 4 units with the new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.